Manufacturer narrative:
The patient was born on an unreported date in 1955. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to poor environment/source of water, however, these are factors out of the patient's control therefore the cause was assessed as unknown. On the same day of onset, the patient was hospitalized for the event. Treatment and outcome for the event were not reported. Pd therapy was ongoing. The reporter declined to provide any further information. No additional information is available.

Manufacturer narrative:
On an unreported date the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Thirty-two days after the event onset, the patient was deemed recovered and the unspecified antibiotics were discontinued. Should additional relevant information become available, a supplemental report will be submitted.